Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery stopped working and their charger told them to call their healthcare provider. When the patient synched their patient programmer to their ins they received an information power on reset (por) message. The patient reported the por occurred in the morning and it was unknown if an overdisharge was related to the event. The patient usually turned the ins down when they went to bed and this morning they tried to increase the stimulation and received a por message on both of their external devices. The patient successfully cleared the por during the call. No further complications reported.